Event description:
Related manufacturer reference number: 2017865-2021-36216. It was reported that there was an infection on the pacemaker and atrial lead. The physician elected to explant the pacemaker and lead and replace with a temporary pacemaker. Patient was stable before, during, and after treatment.